Event description:
It was reported to technical services on 05/05/2011 that this rv lead has high thresholds which depleted the device battery. The physician doing this possible changeout is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).